Manufacturer narrative:
Continuation of d10: product ID: ab35w06040135, (lot: b658307); product type. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Physician attempted to use an evercross 035 pta balloon during treatment of a calcified lesion in a patient. There was no damage noted to packaging, i.e. Shelf carton, hoop/tray. There were no issues noted when removing the device from the hoop/tray. The IFU (instruction for use) was followed during preparation, procedure, post-procedure without issue. Embolic protection was not used. The vessel was not pre-dilated. The vessel was post-dilated with a nanocross elite pta balloon. The device was not passed through a previously deployed stent. No resistance was encountered when advancing the device. A non-medtronic inflation device was used for balloon inflation. A balloon burst during procedure was reported. Burst occurred on first inflation. The balloon did not detach during the event. Inflation difficulties were also reported. No leaks were noted on device. A second evercross 035 pta balloon was attempted to be used. Severe resistance was encountered when advancing device. Excessive force was not used. It was reported the second evercross 035 pta balloon was unable to cross lesion. A nanocross elite pta balloon was successful in crossing lesion and was used to complete procedure. The devices were safely removed from the patient. No patient injury reported.